Event description:
Endoscopic stapler failed to fire while engaged no firing of staples on renal vessel during robotic nephrectomy. Surgeon able to manual clip along each side of the vessel the stapler was attached to and safely removed device. No significant stapler was then utilized successfully. No harm to pt.